Manufacturer narrative:
The investigation of positioning issues and high purge pressure has been completed. The pump was not returned. The cause of the positioning issue was not determined since product was not returned and lack of clinical details. High purge pressure: device implanted 13feb without issue. After 38 days on support, purge pressure high alarms occurred. Tpa was run in the purge after recommended by csc. The pump was not returned. Data log review showed purge pressure build up just before high purge pressure alarms were triggered. After several bag change attempts showed unsuccessful, the purge pressure eventually returned to nominal parameters, the same day tpa was instructed to be used. The cause of the issue was most likely biomaterial due to the purge pressure build up over the course of 2 hours followed by the issue resolving the same day tissue plasminogen activator (tpa) was instructed to be placed in the the purge fluid. Low pump flow was added as a failure mode: data log review showed low pump flows of3.6l/min at p-7 (expected flows are 3.9-4.5l/min) with no mc spike occurred but suction alarm 14 was triggered and no observable trend in ps. The cause of the low pump flow was not determined since product was not returned and lack of clinical details.

Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. As support was raised above p4, suction was encountered. An echocardiogram showed the inflow in close proximity to the papillary muscle. Multiple attempts to reposition the device were unsuccessful and the staff had to settle for lowering support to p4. Twenty-seven days into support, high purge pressure developed in the system coinciding with a purge blocked alarm. Tissue plasminogen activator was run through the purge to resolve the issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that placement signal was not correlating with the arterial line pressures. Frequent position unknown alarms appeared as a result of the issue. Support continued uninterrupted.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issues: device implanted (B)(6) without issue. Data log review showed placement signal failure on (B)(6) 2025, 54 days on support. Pump was not returned. Data log review showed placement signal failure that aligns with sensor wear patterns of drifting down and failing within 24 hours. Drift begins (B)(6) 2025 at 1415 when ps is around 25mmhg. Then at 2353 on (B)(6) 2025, ps is between -40 and -55 mmhg when it rails to 3000. The cause of the optical signal issue was most likely sensor silicone wear due to data log review showing known sensor wear data fingerprint where placement signal drifts down and fails within 24 hours. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.